Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The field service engineer (fse) reproduced and confirmed the customer-reported erbe c-34 error while the unit was connected to the system. During the evaluation, the fse observed 83 errors associated with the ipd replacement that had occurred the previous weekend. The fse restored the hour meters on the new intuitive surgical core power distribution (ipd) and proceeded with the erbe replacement. Functionality of the erbe was verified through a test drive, during which no issues or errors were observed. After restoring the hour meters, the fse confirmed that the 83 logged errors were cleared. System tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed. The reported failure was confirmed and reproduced on erbe connected to system. The system logs indicated erbe error: 25913 c-34 which indicates high frequency (hf) voltage was too low in on state on 02-jun-2025. Visual inspection revealed that the unit had no significant scratches or dents. The front bezel was found to be in good condition. The erbe unit was then installed on a known-good system and operated in normal mode. C-34 error occurred on start and monopolar coagulation activation. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the erbe.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered an error c-34 on the erbe generator when using monopolar energy. The customer changed the instrument and energy cable but the issue remained. The technical service engineer (tse) advised the customer to restart the erbe. The customer later called back and reported that power cycling the erbe did not resolve the issue. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system had a history of recent errors on the system due to a power outage in the operation room, the system did fault on power up prior to the first procedure of the day and was resolved with a power cycle. The customer was able to complete the case robotically with a backup electrosurgical unit.